Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a message which suspended pump therapy. There was no reported impact to the customer's blood glucose level, during a follow-up call, the customer reported that there was no issues with the pump and insulin delivery had been resumed.